Event description:
IV catheter used to start IV on pt, tubing was damaged and open, causing blood to leak from catheter and not through tubing. Contacted the bd rep and he will come by to pick up the item and sent it into bd quality assurance.